Event description:
The customer reported the 840 ventilator upper display is inoperative. Covidien technical support engineer troubleshoot this issue with the customer over the phone. The customer was advised to replaced the lcd and flex circuit.